Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check therapy electrode messages) has been confirmed. Upon investigation the electrode belt r1 component on ECG "a" cable was defective and was unable to complete a falloff test. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.